Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was unable to be charged with the wall adapter. It was confirmed that the pump was able to be charged with a different wall adapter. Later, the battery gauge jumped from 60% to 100% without being connected to a power source. There was no patient involvement, as the pump was being used for demonstration only and was not being used on a customer at the time of the reported event.